Event description:
It was reported that during a procedure, the device's tissue pad had melted, but was still attached. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.